Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that clinician and/or any patients have encountered catch fire during use, in this case clinician experienced: caught fire - cable failure.